Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. A complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead exhibited loss of capture and failure to sense. The lv lead was removed and replaced. The patient was in stable condition.